Event description:
It was reported patient had a revision on knee due to instability. Doctor did a poly exchange.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.